Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the overlay tubing of the lead developed a breach due to being ruptured while in vivo. Model: 407652, lead; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed elevated/unstable thresholds and no capture. An x-ray indicated that the lead had dislodged and pulled back into the superior vena cava (svc) due to the patients twiddling of the implantable cardioverter defibrillator (ICD) system. A lead revision procedure was conducted and once the physician had opened the pocket it was determined that the patient had twiddled the device so severely that they dislodged the lead and comprised the lead insulation. The lead was extracted and replaced. No patient complications have been reported as a result of this event.